Event description:
It was reported that the pump's motor was not running. No patient injury was reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damaged. A review of the event history log identified check syringe plunger sensor. During functional testing check syringe plunger sensor error was found at power up. The root cause of the problem was related to normal wear of the pump as it is over 9 years old. Replaced left plunger case. This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147.